Event description:
Per the clinic, the patient experienced poor performance and pain with device use, however; the issue could not be resolved. The device was explanted on (B)(6) 2015. There are no plans to reimplant the patient due to ossification of the cochlea.

Manufacturer narrative:
Correction: the correct model number is ci24re (st) not ci42re (st) as previously reported. This report filed february 18th, 2016.